Event description:
It was reported by service report that the power cord had loose prongs and the motion interrupt pan was damaged. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan.